Manufacturer narrative:
Additional information received was that the end user was in the house at the time of this incident. End user had reported having problems in the past and stated it would stop and it would say controller fault. It would happen 2 or 3 times in one day and then it would not do it for awhile. End user is due for new batteries. There is no information that the end user was injured due to this incident. It was reported the joystick has been replaced and this powered wheelchair without further incident.

Event description:
Dealer states the end user plugged the joystick in to charge and saw smoke coming out and the chair would not work. Please see additional information received on the incident. Any additional information received will be provided in a supplemental report.